Manufacturer narrative:
On 7/24/2018, the mentor failure analysis lab has received the device for evaluation. On 7/24/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. On 7/24/2018, mentor became aware that the correct serial number for the suspect medical device was (B)(4). Mentor also became aware that the correct date of event was 6/1/2018. In addition, mentor became aware that the concomitant product was mentor smooth round moderate profile 350cc saline catalog: 3501655 lot: 6501807 sn: (B)(4) and that the replacement devices were, (left) mentor memorygel breast implant 550cc gel catalog: 3505504bc lot: 7465542 sn: (B)(4) and (right) mentor memorygel breast implant 550cc gel catalog: 3505504bc lot: 7573091 sn: (B)(4). Device investigation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Product evaluation discovered a rent measuring approximately 0.2 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point is not possible to determine the etiology of the white material found on the device. The device history record (DHR) for the lot number 6501807 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline breast prosthesis. Deflation of the left breast prosthesis was determined. As a result, the patient was scheduled for removal on (B)(6) 2018.